Manufacturer narrative:
Citation: (B)(6) et al. Long-term outcome of high-risk patients having undergone tavi with first-generation devices. Thorac cardiovasc surg 2017; 65(s 01): s1-s110 doi: 10.1055/(B)(4). Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the echocardiographic outcomes after transcatheter aortic valve implantation (tavi) with first-generation devices in high risk patients beyond six years. All data were collected from a registry from multiple centers between 2007 and 2009. The study population included 300 patients, 215 of which were implanted with medtronic corevalve (serial numbers not provided).   Among all patients one, five, and seven year mortality occurred due to unknown causes. Based on the available information, none of the deaths were attributed to medtronic product.   Among all patients adverse events included: post-operative atrial fibrillation, cerebrovascular disease, mean peak gradient greater than 20 mmhg, aortic valve regurgitation, and reoperation for various reasons. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.    No additional adverse patient effects were reported.